Event description:
Customer called to report a cartridge chemistry (cc) sample probe leak and ammonia calibration failure on the unicel dxc 600 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to perform a level sense clean up by using bleach, then to clean the reagent probes with wash concentrate. After instrument priming, customer noticed no further leaking from the sample probe. A service call was not generated as the issue was resolved with the troubleshooting. The cts verified with customer that the instrument was properly performing. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).